Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additionally, occlusion was noted during the procedure. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.